Event description:
It was reported that during a bph surgical procedure at 5 minutes "malfunction of the mirror in the laser fiber", "tip of the fiber broke" and "beam was coming out straight from the tip" were noted. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: no injury reported.